Event description:
Reporter alleged obtaining the results of 217 obtaining and 107 obtaining back to back within 10 minutes on the mobile system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).